Event description:
On (B)(4) 2011 customer reported that the lh750 instrument's blood sampling valve (bsv) and probe were leaking blood and collecting liquid in the drip tray. Customer shut down the instrument until service arrived. Field service engineer (fse) examined the instrument the same day and found a hole in the rinse line under the needle. Fse replaced the line and this resolved the issue. No injuries were reported and no erroneous patient results were generated.

Manufacturer narrative:
(B)(4).